Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. Prior to use on patient, it was confirmed the balloon could be inflated. While use, balloon was torn, and new trocar was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. Patient status: unknown. Operating time extension: unknown.